Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal end of the stent couldn't be opened when pushed from the microcatheter, affecting the shape of the stent. It was noted that there was a difficulty in navigation and friction during delivery of the catheter, and that less than 50% of the pipeline had deployed when it failed to open. The patient was undergoing aneurysm interventional therapy for an unruptured, saccular aneurysm with a max diameter of 5mm and a neck diameter of 4mm. The vessel tortuosity was moderate with an access diameter of 6mm. The devices were prepared as indicated and flushed per the IFU with the pipeline resheathed less than or equal to 2 times. The angiographic result post procedure showed complete embolization. There were no patient symptoms alleged.

Manufacturer narrative:
The pipeline flex delivery system stuck inside the distal segment of the marksman catheter was returned for evaluation within its inner pouch; inside of a sealed bio-hazard bag and a shipping box. For further examination, the pipeline flex delivery system was then pushed out from the catheter lumen with force. A minimal amount of blood was observed inside the catheter lumen. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The outer diameter (o.d) of the re-sheathing pad was measured within specifications (0.5839mm). The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex braid were found fully opened with no damage. The pushwire appeared to be bent at 26.5 cm from the proximal end. No defects were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. The total and usable lengths of the catheter were measured to be within specifications. The catheter tip and the marker band were examined and no damages were found. The catheter body was found to be accordioned at 20.5 cm to 30.0 cm from the distal tip. No flash or voids molded were observed in the hub. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel could pass through the catheter tip and hub with no issue; however, resistance was observed at the accordioned locations. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.